Event description:
It was reported that insyte autoguard bl 22ga x 1.0in catheter was difficult to connect. This was discovered during use. The following information was provided by the initial reporter: difficulty in connecting the 21g and 22g insyte autoguard catheter to the secufil extensor used in tests with contrast injection. The problem has been occurring for about a month.

Manufacturer narrative:
The following fields have been updated with additional information: d.4. Medical device expiration date: 2023-04-30. D.4. Medical device lot #: 0146205. H.4. Device manufacture date: 2020-06-03.

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in catheter was difficult to connect. This was discovered during use. The following information was provided by the initial reporter: difficulty in connecting the 21g and 22g insyte autoguard catheter to the secufil extensor used in tests with contrast injection. The problem has been occurring for about a month.

Manufacturer narrative:
H.6. Investigation: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0146205, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed a leak at the needle hub and adapter. Based off the provided photo the engineer was able to verify the reported issue. Unfortunately, without a physical sample available for evaluation a definitive root cause could not be determined.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Initial reporter phone#: (B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that insyte autoguard bl 22ga x 1.0in catheter was difficult to connect. This was discovered during use. The following information was provided by the initial reporter: difficulty in connecting the 21g and 22g insyte autoguard catheter to the secufil extensor used in tests with contrast injection. The problem has been occurring for about a month.